Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was on critical override. A field service engineer found the ethernet cable was plugged into the wrong port. Moved the cable and the station began communicating. Also noted the station had been set to "out of service"; unchecked the box. Station was functioning normally. The system functioned as intended after the field service engineer repaired the device.